Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. If the product will be returned at a later date, a profound investigation will be performed, the complaint will be re-opened and the results updated.

Event description:
During procedure, the surgeon was using the bone reduction forcep and when he was squeezing two segments of bone together, one of the tips broke off.

Event description:
During procedure the surgeon was using the bone reduction forcep and when he was squeezing two segments of bone together, one of the tips broke off.